Event description:
It was reported that the lead was extracted and replaced due to dislodgement. Patient presented to the hospital after receiving multiple inappropriate shocks. It was discovered that the lead had dislodged and was oversensing af that resulted in inappropriate vf detection and therapy. There were no complications noted.

Manufacturer narrative:
(B)(4).a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.